Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
An end user reported an issue with an unknown micro-introducer kit that occurred in (B)(6) 2019. During a procedure, the outer portion of the sheath separated from the hub. The sheath almost migrated into the radial artery but the physician was able to get a clamp on the very end of the sheath and stop it from fully entering the artery. There was no report of patient harm or adverse event by the end user. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the packaging and component lots could not be performed as no upn/lot number information was provided. The dilator/sheath accessory device is supplied to angiodynamics by supplier, medron. Scar004154 was sent to medron to make them aware of the complaint occurrences. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).